Event description:
It was reported that the procedure was to treat a de novo lesion in an unspecified coronary artery. Pre-dilatation was performed, but the 2.5 x 18 mm device was unable to cross, due to the anatomy. A xience prime was used to successfully treat the lesion. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided. Return device analysis revealed the shaft was torn at the guide wire exit.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event - estimated. Evaluation summary: the complaint device was returned for analysis. The reported failure to advance could not be replicated in a testing environment as it was based on operational circumstances. The tearing of the guide wire exit notch appears to be consistent with force being applied from the inside of the guide wire lumen to the outside and usually occurs from an interaction with the guide wire. Based on the visual and dimensional analysis of the device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s. The PMA# listed in g5 is based on the predicate device (xience v stent system) that is determined to be same and similar to the delivery system of this device.